Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received blood glucose readings of 476 and 545mg/dl on the contour next ez at 2:54pm and 3:10pm, respectively. He retested on a different meter some time between 2-3:00pm and the reading was 141mg/dl. If the comparison tests were run within 10 minutes of each other, the differences between them would fall in the "c" zone of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.